Manufacturer narrative:
Analysis found that they could not verify customers complaint that the handpiece was getting hot. Device was not tested due to the noisy and grinding motor shaft. Motor/cable failed earth resistance test. Disassembled housing found seals and bearing was corroded and also the motor was corroded due to dried saline. Replaced all seal, bearing motor/cable. The device was repaired, cleaned and tested to manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported that the handpiece was making grinding noise and overheated prior the procedure. There was no patient impact.